Manufacturer narrative:
(B)(4).

Event description:
It has been reported that on a patient of 6ft in height an intra-aortic balloon (iab) was placed but the guidewire could not be advanced through. As a result, the device was removed and replaced. Patient outcome: fine there was no reported patient death. There was a reported delay that caused no complications to the patient.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab tight over guidewire is confirmed. During functional testing, resistance was experienced upon loading the guidewire in the iab. Upon further inspection, the central lumen was noted flattened at the location of the resistance. The flattened central lumen caused the resistance when loading the guidewire. The root cause of the flattened central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It has been reported that on a patient of 6ft in height an intra-aortic balloon (iab) was placed but the guidewire could not be advanced through. As a result, the device was removed and replaced. Patient outcome: fine there was no reported patient death. There was a reported delay that caused no complications to the patient.